Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced air in the vascular system while undergoing a procedure in which a one link extension set was used. The patient was receiving an unspecified contrast injection with a high pressure injector (non-baxter product) which was connected to a one-link extension set and an IV (intravenous) catheter (non-baxter product). The customer stated that a whistling sound could be heard coming from the extension set and the IV catheter. During the infusion, a loose connection was noted between the extension set and IV catheter and the customer was unable to tighten the connection. The pump rate was set to high pressure injection of contrast (2-5 ml per second). There was no leak observed. Air was noted in the vascular system upon further diagnosis testing. It was not reported if the patient required medical intervention. The cause of the loose connection was not reported. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.